Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm, battery power loss alarm or blank display noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm and the insulin pump had a blank display. The customer's blood glucose level was 160 mg/dl at the time of the incident. The customer was trying to change reservoir however, some menu were missing and grayed out. The insulin pump was on block mode however when turned off, the insulin pump menu still had some grayed out. The timing of the alarm was not less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. It was reported that the new battery did not resolve the issue. The customer stated that the display was not blank less than 30 seconds and did not return and the display was blank currently. An insert battery alarm was displayed on the insulin pump screen. The customer stated that the contacts on the battery cap are neither missing nor damaged. The display did not return after the insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.